Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac cable was found to be damaged. There was no reported patient involvement. The technician recommended replacing the device's ac cable and connector to address the issues. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additionally, during evaluation of the device the handle was found to be damaged, this was not related to the ac cable issue. The technician recommended replacing the device's handle to address the issues. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.